Event description:
As reported by the importer: (B)(4) accurx pump infused at a quicker rate than intended. The patient attached the device (B)(6) 2013 at 6 pm and the solution/drug was completely infused at 2 pm (B)(6) 2013.

Manufacturer narrative:
(B)(4). The device is currently on shipping from USA to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.